Manufacturer narrative:
The complaint was confirmed based on x-ray provided by the dentist. The product did not return. The abutment screw was fractured upon review of the x-ray. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that abutment screw fractured after more then two (2) years restoration.